Event description:
A malfunction was reported while the user updated the pump's software. The customer did not indicate whether their blood glucose level exceeded 500 mg/dl, leaving the impact unknown. Technical support resolved the issue by replacing the pump, and the customer was instructed to return the faulty device using a pre-paid label and return box. No information was provided about the customer's backup therapy for insulin delivery during this period.